Manufacturer narrative:
(B)(4) date sent: 1/7/2026 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the metal part of cartridge was deformed upon opening its package. Changed to a new one to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 2/3/2026. D4 batch #150c80. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned unfired, with damages on the edges from distal end were observed, with the reload pan partially dislodged from the left proximal side. In addition, 4 double drivers missing, making the reload non-functional. No functional test was performed due the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 150c80, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/29/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.